Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which successfully resolved the malfunction as the issue did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction code appeared in the future.